Manufacturer narrative:
All the buttons functioned properly and no moisture damage found on keypad traces, inside reservoir compartment, electronic assembly or motor. Unit had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No missing reservoir o-ring noted. (B)(4).

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer's blood glucose was 535 mg/dl. Customer reported that leak was only confined to reservoir compartment. Customer was not sure if o-rings were missing. Customer reported that there were cracks on insulin pump going down from top of reservoir. Customer was advised that insulin pump would need to be replaced.